Event description:
It was reported that during cleaning and sterilization, the customer noted found a frayed cable on the mega suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip cable was found to be frayed at the distal idler pulley. The frayed strands were sticking out at the wrist. Other cables at wrist were not damaged. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable if to reoccur could cause or contribute to an adverse event.